Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the suction valve had a small green fibrous foreign material that came out of the suction button. There were no reports of patient involvement.

Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields and final investigation results. Updated fields: h2, h3, h6, h11. The device was returned for evaluation and the customer's allegation was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: olympus confirmed foreign material came out of the device. The foreign material was possibly not removed completely if the reprocessing steps were not conducted properly. Olympus will continue to monitor the performance of this device.

Event description:
It was reported the suction valve had a small green fibrous foreign material that came out of the suction button. There were no reports of patient involvement.